Manufacturer narrative:
Additional product code: hrs. Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. State: (B)(6). (B)(4) used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure and for bone atrophy (bone disorder). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, bone atrophy was observed post-operatively around the proximal locking screw. Originally, the patient was implanted with an unknown variable angle locking compression plate (va-lcp) two-column volar distal radius plate on an unknown date. It is unknown if a revision surgery will be performed. Patient outcome is unknown. This complaint involves an unknown number of devices. This report is 1 of 1 for (B)(4).